Manufacturer narrative:
(B) (4) : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the measured value of the battery current was abnormally high (21-23 ua).

Manufacturer narrative:
Preliminary analysis found that the pulse generator exhibited high current drain and no atrial sensing. Final analysis found the device to be operating in normal condition during a 10 day monitoring including thermal and mechanical stressing. During final analysis, the failure mode could not be duplicated.

Event description:
Complainant alleged that during functional testing, the device's screen froze and the device was unresponsive. Complainant indicated that there was no pt involvement in the reported malfunction.